Event description:
It was reported that the insulin pump alarmed for no delivery during the rewind process. Advised to remove the battery to stop the alarms. Asked reporter to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).